Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake block mechanism top and bottom was cracked. He replaced the blocks, bearings and adjusted the brake assembly to repair the bed.